Manufacturer narrative:
The complaint of a slice in the package was confirmed, and the cause appears to be use related. The product returned for eval was a 14.5fr, 27cm, hemosplit dialysis kit. The kit was returned with the seals intact, but contained a slit in the tyvek pouch lid. The damage had a total length of 5.3", and 1.9" of that length had completely penetrated through the lidstock. Microscopic examination of the damage showed that the tyvek fibers in the damage region were short in length and angled towards the top left direction. The damage was highly localized. The damage was likely caused by a very sharp instrument, such as a box cutter. A review of the facility shipper box configuration (for transport between the manufacture to the distribution center) revealed that the slit in the package was 90 degrees from the box flap. The shipper box from the distribution center to the facility may use a different box configuration, with an opening region alleged with the observed damage. A lot history review (lhr) of rexk0457 showed no other similar product complaint(s) from this lot number.

Event description:
Upon looking at package, there were slice in the packaging. Sterility was questionable.